Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Additional devices: pxc201200, pxc201000.

Event description:
In 2007, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2008, the patient underwent an additional procedure to address a distal type I endoleak. Two more devices were placed, extending to the internal iliac artery. The following month, imaging showed that the trunk-ipsilateral leg component was covering both renal arteries, although there was still blood flow. There was also evidence of a type ii endoleak. The patient is stable with no other complications.